Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken adjuster was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken pole clamp knob.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that had a broken adjuster. This condition was found in the "4a area" department. This had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.